Manufacturer narrative:
(B)(4). Batch # n54p2x. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Unsure. What was the approximate size of the compressed vessel? Unsure. Was the entire compressed vessel proximal to the cut line on device? Yes. Can it be confirmed that no extraneous tissue was within jaws distal to cut line? No. Was the device fired on the main pa or branch? Was the vessel skeletonized prior to firing? Main pa and skeletonized. What was the 3rd vessel fired on? Unsure . Were there any issues noted with staple formation? They believed no staples were in the cartridge when vessel exploded open. Was a transfusion required? No. What is the current patient status? Patient is doing well.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the approximate size of the compressed vessel? Was the entire compressed vessel proximal to the cut line on device? Can it be confirmed that no extraneous tissue was within jaws distal to cut line? Was the device fired on the main pa or branch? Was the vessel skeletonized prior to firing? What was the 3rd vessel fired on? Was there any issues noted with staple formation? Was a transfusion required? What is the current patient status?

Event description:
It was reported that during a left upper lobectomy video-assisted thoracoscopic surgery (vats) procedure, the surgeon used the powered vascular stapler with a new cartridge in the device to transect the pulmonary vein with success. The cartridge was removed and the stapler jaws washed. A new vascular reload was used to transect the pulmonary artery. The surgeon placed the jaws of the stapler on the vessel and closed; tip of the jaws was not visible. He fired the stapler and when he opened the device the vessel was not sealed and blood sprayed out. The surgeon created a thoracotomy and sutured the vessel closed. A new pvs stapler was reloaded and used to fire on a third vessel. The case was completed open; approximately a thirty minute delay; blood loss but patient is doing ok.